Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "(B)(6); in the seal #30 the surgeons complain about the tissue stick on the jaws, it happened about one hour after begin the surgery. Around two hours of the surgery and 30 shots more (more or less) they decided change the fine fusion by ligasure small jaw because the tissue with the voyant fine device the tissue stick on the jaws and remained on it and tearing the scar tissue. Processmaker #(B)(4). The surgeons commented that voyant fine fusion is a device with "potential" but they do not feel comfortable because the tissue stick on the jaws they told if we resolve "this problem" they could use the device ervery day." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed minor eschar buildup on the jaws. During functional testing, engineering was able to replicate the sticking that occurred in the incident by activating the device on porcine tissue. Upon further inspection, engineering found that the jaw's front conductive stop was positioned out of specification during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in increased tissue adherence. The root cause of the tissue adherence is due to the movement of the front conductive stop. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.